Event description:
Customer advised that a pt had spinal surgery in 2007 and subsequently developed an infection approximately one month later at the level of the spine. The surgeon opines no suture involvement. The pt underwent an incision and drainage of the spinal infection followed by the insertion of a broviac catheter for drainage. The pt subsequently developed a surgical site infection. It is opined that the pt was prescribed antibiotics to address both of the infections.

Manufacturer narrative:
Conclusion: customer report no causal relationship of the event to the device. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: monocryl (poliglecaprone 25) suture. Coated vicryl (polyglactin 910) suture.